Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing discomfort due to one of the straps caused chaffing. There was no alleged device malfunction contributing to the irritation. Bandage was applied to the affected area by nursing staff. Follow up indicated that the patient was given replacement garments by the distributor and the chaffing has improved.